Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that thrombosis and implant fabric damage occurred. A left atrial appendage closure (laa) procedure was performed and a 30mm watchman laa closure device was implanted. During a follow-up transesophageal echocardiogram (tee) on (B)(6)2020, a large device related thrombus (drt) was noted. On subsequent tees performed on (B)(6)2020 and (B)(6) (B)(6) 2020, the drt was noted to be smaller. The patient had another tee performed on (B)(6) 2023 and it was thought there was a hole in the device. There appeared to be a flap of fabric that was no longer sutured to the struts and was flapping with each heartbeat. There appeared to be a jet coming from this area as well. No patient complications were reported. It was further reported that the patient does not tolerate blood thinners well due to the interaction with arthritis medication. The physician is potentially considering removal of the device.

Event description:
It was reported that thrombosis and implant fabric damage occurred. A left atrial appendage closure (laa) procedure was performed and a 30mm watchman laa closure device was implanted. During a follow-up transesophageal echocardiogram (tee) on (B)(6) 2020, a large device related thrombus (drt) was noted. On subsequent tees performed on (B)(6) 2020 and (B)(6) 2020, the drt was noted to be smaller. The patient had another tee performed on (B)(6) 2023 and it was thought there was a hole in the device. There appeared to be a flap of fabric that was no longer sutured to the struts and was flapping with each heartbeat. There appeared to be a jet coming from this area as well. No patient complications were reported.